Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 90 mg/dl. The current sensor glucose value is 80. The sensor glucose and blood glucose is within acceptable range. The customer was advised the sensor glucose and blood glucose appears to be responding to changes in glucose base on sensor glucose and blood glucose difference. The customer was advised that is may be due to fluctuations of in blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 29 mg/dl. The customer was giving icing. The customer did get the troubleshooting.